Manufacturer narrative:
The reported event of longevity anomalies and premature discharging of battery was not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicates the device was operating in auto mode and implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as auto mode pacing, usage demands and prolong telemetry interrogation, etc. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was implanted for more than 8 years and the battery was still at normal voltage level, with appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable before and after the procedure.